Manufacturer narrative:
The output connectors were found to be broken. The hanger assembly was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.